Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The anchor was off the inserter but held by suture. Visual observation under magnification confirms that the distal tip of the anchor is broken. Slight amount of tissue debris was present on the anchor indicating this device was used. This type of damage to the distal tip of the anchor near the suture bridge is consistent with historical investigation of similar anchor breakages where the root cause was determined to be the combination of quality of bone and torque applied while inserting the anchor. However, this information was not provided and a follow up revealed no additional information about the procedure and we cannot discern a root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the product broke. To complete the procedure the customer used another same type of product. There weren¿t any consequences to the patient.